Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that the coating of a hiwire nitinol hydrophilic wire guide detached during preparation for use. After activating the hydrophilic coating in normal saline for 1 minute and upon loading the tip of the stent onto the wire guide, it was noted that the hydrophilic coating had detached from the wire guide. The stent then was unable to be loaded smoothly on to the wire guide, and the procedural time was said to be prolonged for the patient. A new wire guide was used to complete the procedure without any further difficulties. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One wire guide was returned for evaluation in opened packaging. The returned complaint device was reviewed by the supplier who noted the wire guide presented jacket to core separation at the proximal end presenting as kink / bend damage 150.0cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. The supplier of the wire guide performed an investigation. It was not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical /procedural factors have contributed to the event as reported. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record by cook and the supplier found no related anomalies. A search of the complaint database by cook found no other related complaints reported for lot. The evidence from the complaint file, device history record, complaint history and the supplier evaluation of the complaint device indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: instructions for use the wire guide was supplied with IFU t_hbwg2_rev1 which includes the following. Precautions · when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating instructions for activating hydrophilic coating the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Cook has concluded a cause for the complaint cannot be established. The complaint was confirmed based on the customer testimony and returned complaint device. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the coating of a hiwire nitinol hydrophilic wire guide detached during preparation for use. After activating the hydrophilic coating in normal saline for 1 minute and upon loading the tip of the stent onto the wire guide, it was noted that the hydrophilic coating had detached from the wire guide. The stent then was unable to be loaded smoothly on to the wire guide, and the procedural time was said to be prolonged for the patient. A new wire guide was used to complete the procedure without any further difficulties. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.